Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of no delivery alarm and motor error with their insulin pump. The customer's blood glucose level at the time of incident was 443mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer states they went through body scanner at the airport. The device was found to have passed testing and to be functioning as designed. The customer was advised alarms may have been attributed to site issue. The customer was advised to monitor the device and call back if issues persist.